Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision of eroded mesh on (B)(6) 2007 due to eroded anterior permanent mesh, large enterocele, and small rectocele. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2010 and (B)(6) 2011 due to mesh erosion and sui. It was reported that the patient underwent excision of vaginal mesh erosion x 2 on (B)(6) 2013 due to dyspareunia with recurrent vaginal mesh erosion. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, erosion, infection, bleeding, and other outcomes following the procedure. (B)(4).